Event description:
It was reported that the single use mechanical lithotripter was utilized to crush a common bile duct stone, approximately 2cm in size, that did not fit into the basket (therapeutic endoscopic common bile duct stone removal procedure). The stone was unable to be crushed completely and became impacted. An attempt was made to release the impaction- impacted stone using a non-olympus handle. The stone was not able to be broken up completely, instead the wire of the handle broke. Thus, it was impossible to use the non-olympus handle to continue the procedure. So, the procedure was converted to an unknown surgical procedure and thus completed with intervention. Reportedly the wire was left protruding from the patients¿ mouth. A delay was reported due to procedure converted to another surgical intervention. Additional response to follow-up is pending at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the following was observed: the operating wire was broken. The operating pipe was broken at the brazing joint of the operating wire. The broken portion showed the characteristics of ductile fracture. The basket was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by the following mechanism: 1. Due to various factors such as the shape, number and hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the description above ¿1¿ description, the operating pipe broke and the basket wire was deformed. 3. The lithotripsy continued by combing the emergency lithotripter and the subject device. However, a force beyond the strength resistance was applied to the operating wire due to various factors such as the shape, number and hardness of the calculus. 4. Due to the description above ¿3¿ description, the operating wire broke. Therefore, the basket could not be removed from the body by using the emergency lithotripter. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break, and part of this instrument may remain in the body.¿ ¿use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1.¿ ¿a lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damage shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place.¿ ¿this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engagement may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.¿ ¿during lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body.¿ ¿do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engagement may not be removed from the body.¿ ¿lower the endoscope¿s forceps elevator when performing lithotripsy. If lithotripsy is performed when the elevator is not lowered, the scope or the instrument may break and/or the calculus may not be crushed. Also, the instrument with calculus engagement may not be removed from the body.¿ ¿do not use this lithotripter bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotripter. The basket wire etc. May break and part of this lithotripter may remain in the body.¿ ¿use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1.¿ ¿the operation of the mechanical lithotripter bml-110a-1 is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard and the basket wire or mechanical lithotripter is damaged, lithotripsy cannot be continued. Use the bml-110a-1 with the understanding that its basket wire could become damaged, and that open surgery may have to take place.¿ ¿if the calculus is too hard, it is possible that the damages shown below (see figures 5.1, 5.2 and 5.3) and other damages may have occurred. In addition, before using the bml-110a-1, thoroughly review its instruction manual and use it as instructed.¿ this supplemental report includes additional information from the customer. B5 updated accordingly. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient recovered without any problems after the surgical procedure.